Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: pump logs did not confirm the reported low blood glucose (bg) level on (B)(6) 2016. Log review did not reveal any erratic basal rate adjustments. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level. However, the exact value was not provided. The customer ate a cookie to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, a system check was not performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.